Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported a blank screen on the insulin pump followed by an aa21 alarm. After troubleshooting for the blank screen it was determined that the insulin pump experienced an unexpected restart. A replacement battery cap was sent to the customer as a courtesy and to ensure the blank screen was not due to a faulty battery cap. After discussing the aa21 alarm it was recommended that the customer return the infusion set and reservoir but the customer declined. The customer's blood glucose value was 293 mg/dl. The customer was advised to monitor the device and to call the helpline back if the issues recurred. No further information was provided.